Event description:
Info received indicates the bed is drifting into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to an oil leak on the hydraulic power unit. He replaced the hydraulic power unit to repair the bed.